Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an error 539. The customer indicated that there was no patient involvement.

Manufacturer narrative:
Correction: (UDI#). If information is provided in the future, a supplemental report will be issued.